Event description:
It was reported that the patient presented for MRI procedure. Upon interrogation, it was noted the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. Programming changes were made. No patient consequences was reported.